Event description:
(B)(4). Bad since I had the procedure done. All I suffered is from bloating, weight gain, my periods are all over the place, pelvic pain. I also suffer from dull bad pain. I am always tired. I feel like I have no strength.